Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had significant artifact on the ECG waveforms. They swapped out the ECG leads and cables, also tested with known good cables and leads, but the issue persisted. The issue was discovered during setup by a nurse. No patient involvement was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had significant artifact on the ECG waveforms. No patient involvement was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had significant artifact on the ECG waveforms. No patient involvement was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had significant artifact on the ECG waveforms. They swapped out the ECG leads and cables, also tested with known good cables and leads, but the issue persisted. The issue was discovered during setup by a nurse. No patient involvement was reported. Investigation summary: multiple attempts have been made to request additional information. However, there was no response received. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.